Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the date on the pump was set incorrectly to (B)(6) 2012. No further information was provided. Troubleshooting was unable to be completed at this time; animas has made multiple attempts to follow up with the patient regarding this issue. This report is made based on the allegation of the pump date issue.

Manufacturer narrative:
(B)(4) 2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated a time and date reset following a pump reboot and manual time change. A timekeeping accuracy test was performed, and the pump accurately maintained time for the duration of five days; however, this test was not completed because the time and date reset to factory settings after the pump was without power for one hour. The pump case was removed and the internal clock battery on the circuit board was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.